Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, the customer was unable to confirm if the pump still turns on when plugged into a power source because he was driving and did not have access to a power source; however, the customer reported a green light flashing around the wake button. The customer stated that he has not taken his blood glucose (bg) reading today and was unable to at the time of the call. Reportedly, customer will continue to use the pump for insulin therapy.